Manufacturer narrative:
The device was received and evaluated. There were no damages or defects found on the device that would create a failure to deliver insulin during operation. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. The formed needle was observed not to be fully retracted. Score marks were found on the underside of the top housing. This indicates a misalignment, resulting in interference between the linkage assembly and top housing. This misalignment would not cause the device to fail to deliver insulin. Corrosion was observed on the pcb and the top battery, however, the cause of the corrosion could not be determined. The batteries were measured to have insufficient charge to power the device, it cannot be determined when the batteries depleted. No alarm was generated during operation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl). The pod was worn on the patient's abdomen for between 4 and 24 hours. As treatment, a new pod was applied.